Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage. High and low blood glucose levels no failure identified. The failure investigation has been completed and the reported touchscreen issue was verified. In addition, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered and is no longer functional. Customer had elevated blood glucose levels in the upper 200 mg/dl range. Customer stabilized bg levels with manual injections, and reverted to manual injections for continued insulin therapy. Reportedly, while the customer was using manual injections for insulin therapy they experienced low blood glucose levels (below 20 mg/dl). Customer stated that the bg meter read "low". Customer drank juice to stabilize bg levels.